Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and turbid dialysate. The patient visited the emergency room, but was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with gentamicin intraperitoneally (dosage, frequency, and duration not reported) and ceftazidime intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Treatment with the antibiotics was ongoing. Physioneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.